Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt felt "buzzing and sometimes "a tiny shock" when at the hosp where she worked and wore a beeper/pager. This had occurred several times and was also noticed at night especially when she was lying down. The pt described it as a "twinge" feeling, and that it felt "itchy" when this occurred. It was noted that the pt does not feel it all of the time and symptom-wise the pt was "just fine". The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested from the hcp, a follow-up report wil be sent if add'l info becomes available.